Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that upon initial interrogation at clinic, a driveline disconnect/ pump off was noted that lasted about 4 seconds on (B)(6) 2026 at 1900. It was said by the bedside staff that the patient disconnected the power module from wall power at the time of the driveline disconnect event. Log files were submitted for review and captured a driveline disconnect at 7:12 pm on (B)(6) 2026. The pump was off for approximately 4 seconds before ramping back up to speed. This did not appear to be an authentic manual disconnect. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log files. System controller, serial number (B)(6) was not returned for further analysis and no photos of the event were provided by the customer. A review of the submitted controller event log file spanned approximately 3 days (12:31:56 on 28feb2026 ¿ 08:54:33 on 03mar2026 per timestamps). A transient driveline disconnect alarm associated with a pump stop was captured on 28feb2026 lasting for four seconds. The alarm resolved and there were no other notable alarms active in the log files submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline disconnect alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook (rev. A), section 2-¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.